Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for issues with the stopper for the incident lot was observed (i.e., molding and foreign matter). Additionally, retention samples were selected from bd inventory for evaluation and upon completion, no issues were found relating to the stopper. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for issues with the rubber stopper with the incident lot was observed. Additionally, evaluation of the retain samples was conducted and no issues were observer. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. As a result, bd is reviewing specific areas in the manufacturing process where the cause of this issue may have originated.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had molding defects and contained foreign matter. No serious injury or medical intervention was reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had molding defects and contained foreign matter. No serious injury or medical intervention was reported.